Event description:
It was reported that the right ventricular (rv) lead exhibited varying thresholds, high impedance, and short interval counts (sic) resulting from a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. The analyst noted the the weekly lead impedance trend shows a decrease from an approximate minimum of 500 ohms to variable and less than 200 ohms starting the week ending 2013-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the inner insulation torn which resulted in the shorted condition of the conductors. The shorted conductors would mimic the appearance of a conductor fracture. It is likely that the inner insulation breach/torn occurred during the implant and slowly transitioned into the condition that was observed during analysis. Lead was destructively analyzed to confirm that there was not a conductor fracture. Concomitant medical products: product ID rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).